Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/29/2014 - medical records received. Upon revision a small amount of fibrous ingrowth was noted. The information received does not change the MDR decision. This complaint was updated on: 05/27/2014.

Event description:
Litigation papers allege: on or about and following (B)(6) 2008, plaintiff suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: past and future medical expenses, attorneys fees and costs, pain and suffering, disability, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, gait disturbance, loss of enjoyment of life, emotional distress, increased likelihood of future complications and surgery, increased likelihood of disability, increased likelihood of arthritis, fear of future complications and surgery, metallic and other particulate contamination of the blood and the body and fear of metallic and other particulate contamination of the blood and the body, exacerbation of underlying hip joint disorders, internal scarring, and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues of the hip joint and surrounding areas, along with past and future loss of wages, impairment of earning capacity, employment and employment opportunities, decreased work life expectancy.